Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unable to control filling from pressure curve. The device does not read pressures from sensation balloons. There was no patient harm reported .

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the fiber optic assy. The fse performed testing and the pump was effective.